Event description:
Caller reported that the pump's quick bolus and wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through several troubleshooting steps, including confirming the pump was unplugged and removing it from its case, which temporarily resolved the button issue, but the problem persisted. Therefore, technical support sent a replacement pump and instructed the caller to deplete the battery of the problematic pump before returning it using a pre-paid label. Customer continued to use current pump.